Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that the clip applier was torn at the front out of box. There was no report of patient involvement. Isi followed up with the initial reporter and obtained the following additional information: "the damaged or broken part of the instrument/packaging cannot be traced. The instrument was visually inspected prior to use. No photographic images or video recordings of the procedure are available for isi review.".